Event description:
Customer reportedly lost consciousness at work due to extremely low glucose. Paramedics were called and she was transported to a local hospital and admitted for observation. There are no adc meter readings reportedly obtained prior to the medical event occurring and numerous attempts were made to clarify the product issue. Therefore, it is unclear how the adc meter contributed to the medical event. Customer was diagnosed with hypoglycemia however, she could not recall the treatment given at the hospital. Customer also reported an adc meter reading of 382mg/dl as compared to the hospital laboratory's reading of 218mg/dl. Both readings were obtained within 10 minutes and when plotted on the parkes error grid, the results fell within the "b' zone showing the difference in values are not considered clinically significant. In addition, it is unknown when these readings were obtained relative to the medical event as both readings are not consistent with the symptoms or diagnosis reported by the customer. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested for investigation, and a final report will be submitted when the investigation is complete.